Manufacturer narrative:
The initial MDR 2432235-2021-00231 was filed on 22-sep-2021. Additional information (18-oct-2021): siemens evaluated the available information and found that contributing factors such as sample integrity, preanalytical variables and foaming cannot be ruled out. Quality control (qc) was in range at the time of the event. The cause of the discordant creatinine, enzymatic (ecre_2) patient sample test results is unknown. The instrument is performing within specification. No further evaluation of this instrument is needed. Corrected data: in section b6 sample ID: (B)(6) was corrected to sample ID: (B)(6). MDR 2432235-2021-00231_s1 was submitted for the same event. Section h6 adverse event problem was updated.

Manufacturer narrative:
The customer contacted siemens to report two discordant creatinine, enzymatic (ecre_2) patient sample test results were obtained from an advia chemistry xpt instrument. The customer stated a test result review rule in the data management system flagged the initial test results as low. The repeat test results were not provided by the customer. Siemens is investigating. MDR 2432235-2021-00231 was submitted for the same event.

Event description:
Two discordant creatinine, enzymatic (ecre_2) patient sample test results were obtained from an advia chemistry xpt instrument. The initial test results were not released to the physician(s). The same samples were repeated on the same instrument. The repeat results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant patient sample test results.